Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that there was no patient harm. No additional operation was taken against this malfunction. The patient was discharged two days after the procedure. When the device was returned to the manufacturer on 04/14/2017, reportable malfunction was recognized; therefore, the date of awareness is considered the date the device returned. The returned guidewire had its coil elongated approximately 120 mm distal to the proximal solder located at 300 mm from the distal end. The outermost polymer jacket was also elongated approximately 550 mm long along with elongation of the coil wire. At approximately 190 mm from the proximal solder, the fractured core wire was exposed for approximately 42 mm. The ball tip was attached on the distal end of the elongated coil wire, thus it was concluded the coil wire remained unfractured. The fractured core was observed under a microscope. The fracture surface on the proximal side was uneven and demonstrated striation on the core shaft. These finding suggested the core wire was fractured due to repeated bending force. To observe the distal side of the core fracture, outermost polymer jacket was removed. It revealed that the core wire was fractured at approximately 68 mm from the tip where inner coil wire ended. The distal side of the core fracture surface showed the same characteristics found on the proximal side: uneven fracture surface and striation on the shaft. By measuring all parts, it was concluded that whole length of the guidewire was returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that bending force along with wire manipulation was repeatedly applied to the guidewire fracture point due to such external factor as vasculature condition. When the accumulated bending stress exceeded the product's design limit, it led the core wire to be fractured. Hence wire manipulability was felt deteriorated. Elongation of the coil wire and the polymer jacket was assumed to be occurred by removal of the guidewire from the vasculature. There was no indication of product deficiency. IFU states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. [Warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. And, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
During transcatheter arterial chemoembolization against hepatocellular carcinoma, an asahi guidewire was used to identify a feeding artery deriving from s4, it was felt the wire manipulability deteriorated and noted deformation of the distal portion of the guidewire. Another guidewire was replaced and the procedure was resumed and completed as intended.